Event description:
On (B)(6) 2013, the user facility contacted intuitive surgical, inc. (Isi) reporting that the da vinci system was running on battery. The user facility checked the power cord and moved the patient side console (psc) to another outlet, but there was no change. Isi customer support asked the user facility to repeatedly cycle the breaker and press the emergency power off button on the psc, but there was no change. The patient was already under anesthesia at the time; however, it is unknown if ports were placed. The da vinci prostatectomy surgical procedure was then converted to an open surgical procedure. There was no report of patient injuries related to the reported issue. Later the same day, an isi field service engineer (fse) went on site to troubleshoot and found error 847 in the system log associated with reported issue. The fse also verified that the psc was unable to power on with the ac power. The fse narrowed it down to the medical grade power supply (mgps) on the psc. The fse swapped the mgps from the surgeon side console (ssc) to the psc and the reported issue was resolved. The fse ordered a replacement mgps and confirmed there were no more surgeries scheduled for the rest of the week. The system tested and verified as ready for use.

Manufacturer narrative:
The power supply was returned to isi and evaluated by the failure analysis team. Failure analysis investigations performed a visual inspection of the power supply and found no issues and was not able to replicate the reported problem. There was no report of patient injuries related to the reported issue; however, this complaint is being reported because the da vinci prostatectomy procedure was converted to an open surgical procedure after experiencing a power issue with the da vinci system.